Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: there is "evidence of the inconsistency observed with the eclipse needles number 21g, with lot 2144198, which is observed with alteration of the tip apparently rusty or bent.".

Manufacturer narrative:
Bd had not received samples, but 11 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged needle point was observed. The failure modes of bent cannula and foreign matter were not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issues of damaged needle point, bent cannula, and foreign matter were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged needle point. This complaint could not be confirmed for bent cannula and foreign matter. Bd was not able to identify a root cause for the indicated failure modes. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: there is "evidence of the inconsistency observed with the eclipse needles number 21g, with lot 2144198, which is observed with alteration of the tip apparently rusty or bent."